Event description:
Additional information received reported that shock impedance measurements remained elevated. A 41 joule commanded shock was delivered which showed impedance measurements of 102 ohms. The physician therefore would continue monitoring the patient. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the clinic plans to continue monitoring this patient remotely and there were no adverse patient effects. This product remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.the device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The patient was brought in for further testing and a 11 joule commanded shock was delivered. The clinic planned to continue to monitor the patient closely. This product remains in service. No adverse patient effects were reported. Additional information received indicates the clinic plans to continue monitoring this patient remotely and there were no adverse patient effects. This product remains in service. Additional information received reported that shock impedance measurements remained elevated. A 41 joule commanded shock was delivered which showed impedance measurements of 102 ohms. The physician therefore would continue monitoring the patient. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the device was later explanted and replaced due to normal battery depletion. The shock impedance measurements had increased to 165 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 is being used to capture the additional intervention performed. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The patient was brought in for further testing and a 11 joule commanded shock was delivered. The clinic planned to continue to monitor the patient closely. This product remains in service. No adverse patient effects were reported. Additional information received indicates the clinic plans to continue monitoring this patient remotely and there were no adverse patient effects. This product remains in service. Additional information received reported that shock impedance measurements remained elevated. A 41 joule commanded shock was delivered which showed impedance measurements of 102 ohms. The physician therefore would continue monitoring the patient. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the device was later explanted and replaced due to normal battery depletion. The shock impedance measurements had increased to 165 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The patient was brought in for further testing and a 11 joule commanded shock was delivered. The clinic planned to continue to monitor the patient closely. This product remains in service. No adverse patient effects were reported.